Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that a day after the placement of the catheter to the patient, the foley catheter spontaneously fell off. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the balloon but was unclear if the catheter fell off spontaneously or if there was a urine leakage and the amount of water in the cuff was reduced when checked. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a day after the placement of catheter to the patient, the foley catheter spontaneously fell off. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the balloon but was unclear if the catheter fell off spontaneously or if there was a urine leakage and the amount of water in the cuff was reduced when checked . It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.